Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge jumped from 100% to 20% then back up. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond to follow up attempts.